Event description:
It was reported that customer experienced low blood glucose. Customer's blood glucose was 16 mg/dl, and it believed that customer may have been overdosing. As a result, customer was admitted to the emergency room. Diabetic care management was advised of hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.